Manufacturer narrative:
Evaluation code, conclusion: off-label, unapproved or contraindicated use (proximal neck length). Device not returned a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system were implanted for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The aortic neck was less than 1 cm in length. It was reported that during the implantation of the endurant bifurcated stent graft the physician inadvertently pulled the stent graft down and implanted it lower than intended. The top of the endurant stent graft fabric was right at the beginning of the abdominal aortic aneurysm. The angiogram demonstrated a proximal type I endoleak present. The physician elected to implant an endurant aortic cuff and four aptus endoanchors. The proximal type I endoleak was resolved and the patient was taken to the recovery room. The physician stated that the cause of the event was related to user error, inadvertently pulling the device lower than intended. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.